Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the insufflator exhibited a defective front panel. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: b3, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the reported suggested malfunction was likely caused by lightning failure due to front panel led failure. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.